Event description:
It was reported that the patient's remote monitoring system associated with this pacemaker detected a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.